Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that customer experienced the high blood glucose. The customer¿s blood glucose was 507 mg/dl. The customer used an insulin pen to treat high blood glucose. The customer declined the high blood glucose troubleshooting. The auto mode was not active at the time of incident. The customer currently in the hospital but it was not related to her diabetes. The insulin pump will not be returned for analysis.